Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, stating that the pump screen was frozen and would not respond to any input, thus preventing interaction with the device. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl. Upon consultation with technical support, the customer attempted a pump reset, but the issue persisted. Consequently, the customer decided to use multiple daily injections as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping address and instructed the customer to return the problematic pump using a prepaid label within ten days after placing it in storage mode.